Event description:
A surgical technician reports during cataract surgery, a piece of plastic tubing came off in a patient's eye. It is unknown if there was any patient injury/impact associated with this event. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.